Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was obtained and reviewed. The reviewer noted that the atrial lead position check had failed which led to all atrial therapies being disabled. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.